Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the device jaws would no longer open while on tissue and were removed by cutting around the jaws. There was no bloodloss or injury to the pt.